Event description:
It was reported that 1 day post procedure for an intracranial aneurysm, the patient developed right groin pseudoaneurysm. It was treated with ultrasound guided thrombin injection. The event was causally related to procedure and probably related to subject long sheath that was used during the procedure. The event was considered as a serious adverse event. No further information is available.